Event description:
It was reported that a suture was fraying during use. When the surgeon passed the needle through the tissue, the suture frayed at the swage. Another suture was obtained and no further difficulties were noted. There were no adverse consequence to the pt.